Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Total thyroidectomy- "after complete sealing cycle, tissues remain stuck on the jaw of the device, burnt tissues are permanent on the jaw despite regular cleaning of the jaw. There was no alarm from the generator. The tissues were very adherent to the jaw during dissection of the left recurrent nerve the surgeon narrowly avoided tearing of the nerve. The surgeon then decided to stop the trial of the device and resumed with the covidien small jaw device that he frequently use. Device was retrieved by the sales rep just after the surgery. It was not cleaned in order to keep evidence of the damage." Type of intervention- thyroidectomie. Patient status- ok.

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Engineering performed visual and functional testing on the device. Upon visual inspection, engineering observed separation of the conductive pads from the jaws in addition to presence of adhered tissue. During functional testing, engineering was able to replicate the sticking that occurred in the incident by activating the device on porcine tissue. Upon further inspection, engineering found that the front conductive stop was positioned out of specification during use of the device. This occurrence led to an insufficient gap between the jaws, which can result in increased tissue adherence. Analysis of the device key activation logs also confirmed the incident experience. The root cause of the incident is due to the separation of the conductive pads from the jaws and the movement of the front conductive stop. Applied medical continuously seeks to improve the form, function, and ease of use of its products. As part of this continuous process, applied medical is currently researching possible device enhancements intended to further minimize the potential for this type of incident to occur. Additional information was requested and provided. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then the supplemental report will be submitted to the FDA.